Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was bent and wouldn't deliver insulin. The following information was provided by the initial reporter, translated from dutch to english: "several needles were blocked and / or crooked. Patient now uses another box of needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was bent and wouldn't deliver insulin. The following information was provided by the initial reporter, translated from dutch to english: "several needles were blocked and / or crooked. Patient now uses another box of needles."